Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes there was foreign matter in the tube(s) biological and non-biological. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: before use and while unpacking the tubes, there were "yellow "dots" / deposits of material seen on the inside of the tube walls."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes there was foreign matter in the tube(s) biological and non-biological. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: before use and while unpacking the tubes, there were "yellow "dots" / deposits of material seen on the inside of the tube walls."